Event description:
New information received indicates that the patient received inappropriate antitachycardia pacing therapy due to noise. The lead was capped and replaced.

Event description:
New information received indicates that the patient was fine post-procedure.

Event description:
It was reported that when a patient presented in clinic after receiving a notifier, noise was observed on the ventricular channel. The noise was correctly detected and hv therapy was inhibited. Since that was the only instance of noise, the physician elected to not make any changes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.